Event description:
It was reported that there was an increase in threshold, the screw would not retract and blood was noted inside the lead insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an increase in threshold, the screw would not retract and blood was noted inside the lead insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event. A 3500a was received and further reported that there was low lead impedance in addition to increased threshold and blood ingress.

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: the lead was received with the helix extended. There was dried blood in both conductors, which prevented the helix from being tested. This did not affect the electrical performance of the lead. There was no evidence of lead failure and no anomalies were found. Explant damage was noted. The full lead was returned and analyzed. It was reported that there was an increase in threshold, the screw would not retract and blood was noted inside the lead insulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event. A 3500a was received and further reported that there was low lead impedance in addition to increased threshold and blood ingress. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. Device evaluated and alleged failure could not be duplicated. Retract, failure to, impedance, low, blood contaminated device, advance, failure to, high threshold.